Event description:
It was reported via repair work order that the side rail could become unlatched during use due to damaged side rail latching weld and exposed sharp edges were reported. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.